Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at integer for evaluation, and part of the reported event is confirmed. The weld around the ratchet housing was cracked all around, confirming the complaint sample was broken. However, the device, another device's removable nose and a cup simulant (to simulate an implant) were assembled and disassembled per instructions for use (IFU) that were sent with this device. After assembly, the strike plate was struck with a mallet several times. The locking mechanism did not fail as the cup remained secured to the impactor throughout impaction and the locking mechanism remained locked. The ratchet was then released as intended and the cup simulant was unscrewed from the impactor, as intended. Therefore, it is not confirmed that the ratchet piece will not engage and stay clicked. Other observations: as noted before, the weld around the ratchet housing was cracked all around but the ratchet mechanism still functions as intended. However, this cracked weld around the ratchet housing may have contributed to the event that was reported, even though it could not be confirmed; there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the teeth and back side of the ratchet key showed signs of wear; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during production record review. In conclusion, the reported event is confirmed as the weld around the ratchet housing is cracked all around. This is attributed to insufficient weld penetration due to the weld program. The weld program was updated to ensure proper laser alignment for full weld penetration after this device lot was manufactured. In addition, the locking mechanism was observed to function as intended. Therefore, it is not confirmed that the ratchet piece will not engage and stay clicked. Integer was made aware of this event (B)(6) 2018, however it was unknown that the weld fracture existed. On 13-jul-2018 the complaint sample was received, which is when it was observed to have the fractured weld. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the inserter handle was broken. The ratchet piece will not engage and stay clicked. When impacting the cup it will not stay clicked. No adverse events nor patient consequence were reported as a result of the malfunction.